Manufacturer narrative:
Analysis was performed on the returned device. The reported mechanical jam with the thumb advancer was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Femoral angiogram and x-ray results noted calcification present at access site. It should be noted that the starclose instructions for use, precautions section states: do not deploy the clip in areas of calcified plaque. The calcification would not have contributed to the reported failure deploying the thumb advancer as it was deemed to be related to the extra spring observed inside the handle of the starclose se device. The reported mechanical jam with the thumb advancer appears to be related to a potential product quality issue due to the observed additional spring inside the handle. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. The subsequent treatment appears to be related to procedure circumstance.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the calcified left common femoral artery using a starclose se after a percutaneous transluminal angioplasty stenting procedure using a 6f sheath. Reportedly, resistance was felt during thumb advancement and the thumb advancer was unable to be advanced completely. Clip deployment was not performed. The safety release mechanism was used to retract the vessel locator wings and successfully remove the device from the anatomy. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.